Event description:
Rt heart cath via rt and lf fv, rfa angio performed 5/15/96. During occlusion of asd with 7.fr balloon wedge catheter, balloon rupture ocurred followed by bradycardia, wide qrs complex, rhythm to 60's as well as hypotension to 60-70 systolic. Pt ambued and given atropine and isuprel with resolution of wide qrs. Admitted to ICU for observation. Discharged home 5/16/96.